Manufacturer narrative:
No technical inquiries were received from the customer. One opened probe with tip protector in a tray with other items was received. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, on the inner cutter, and on the welded cap. It was also observed the inner cutter is in the port. The sample was unable to be functionally tested due to the inner cutter remaining in the port. The probe was disassembled, and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The bond at the diaphragm is broken on one side and the other side has no adhesive. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The complaint evaluation of sample was unable to confirm the reported cut failure due to the inner cutter remaining in the port. A root cause could not determine a root cause for the reported issue of probe has no cutting. The complaint evaluation also confirms the diaphragm extension bond was broken on one side and no adhesive was present on the other side. The exact root cause of the broken bond cannot be determined; however, a manufacturing related root cause cannot be ruled out. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time, however, a non-conformance investigation was initiated related to the broken diaphragm extension bond broken. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe has no cutting inefficiency during the vitrectomy surgery. The surgery was completed on same day by replacing the product. There was no patient impact.